Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent patient presented for an unrelated procedure. Prior to the procedure, the patient¿s right ventricular lead exhibited lead noise resulting in pacing inhibition. The patient¿s lead was capped and replaced on (B)(6) 2019 during the procedure. The patient was stable.